Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion a full detailed investigation will be provided.

Event description:
The customer states the power cable was found broken during use on a patient. No patient harm. Patient age, gender: not provided there are copper wires exposed.

Manufacturer narrative:
Submit date: (B)(6) 2016. After initial review of the information in the complaint file, the complaint was confirmed. The power cord attached to scd 700, was found to have its outer insulation damaged, allowing view of the inner copper wire. The cause of the reported condition for the damaged power cord was due to customer misuse. The damaged power cord will be scrapped and replaced to correct the reported issue. Scd 700 was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. A corrective action is not applicable at this time. This information will be utilized for tracking and trending purposes to determine the need for corrective action.